Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed, which identified two other incidents from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a shunt lesion. During the fourth inflation of the 5mmx20mmx80cm armada 35 balloon dilatation catheter (bdc) to 12 atmospheres, pressure could not be applied; a leak was noted at distal end of the strain relief tube. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new armada 35 bdc was used to successfully complete the procedure. No additional information was provided.